Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing thresholds. The physician confirmed that this lead got dislodged partially a year ago but was not revised at that time as the plan of revision would be during generator change out. However, during change out, when the physician tried to gain access through venogram, but the attempt was unsuccessful due to the patient's anatomy. This lead's setting was turned off instead and this patient would be monitored. In service. No adverse patient effects were reported.